Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the last night's therapy. The patient had already discarded the supplies. The patient explained they cycled power per the at home patient guide. Gts reviewed possible causes with the patient. Product surveillance made contact with the patient who then requested a swap of the hc as he was not happy with it and could not sleep too well at night. Product surveillance referred the patient to gts to arrange a swap. Product surveillance made additional contact with the patient who stated they did not notice any visible damage or abnormalities with the cassette. The patient explained there were no separations, disconnections or any holes in the lines that may have caused the error. The patient discarded the sample and did not retain the lot information. The patient finished therapy manually and notified his nurse of the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).